Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during its installation surgery because adequate primary stability was not achieved. The patient presented bone type iii and immediate implant procedure was performed.